Manufacturer narrative:
The company representative replicated the reported event. The fluidics module was replaced to address the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by quality assurance (qa) to ensure that the product was manufactured in compliance with the device master record. Based on quality assurance assessment, the product met specifications. The root cause of the reported event is attributed to a nonconforming fluidics module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract procedure an ophthalmic operating console exhibited poor vacuum during phacoemulsification mode. Procedure was completed after restarting the console. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).